Event description:
It was reported that there was right ventricular (rv) lead placement issues during implant. It was also reported that the right atrial (ra) and rv leads were both revised when they became dislodged one day after implant. During a routine follow-up after the implant, there was no ventricular capture. During the lead revision, the rv lead was found to be totally pulled back into the pocket and had tissue on the screw. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5086mri52, lead, implanted: (B)(6) 2014. (B)(4).